Manufacturer narrative:
(B)(4): the third party service agent evaluated the device and verified the reported issue. They replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly. Physio-control determined that the cause of the reported failure was due to a failure of the single board computer on the system pcb assembly.

Event description:
The customer reported that during a patient event, the display on their device became a solid gray color and reportedly locked up. The device then could not be used for pacing therapy during the event. The customer was able to use a backup device with a very minimal delay.there were no adverse effects caused to the patient as a result of the reported issue.